Manufacturer narrative:
This is related to MDR number 3011632150-2020-00041. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This report is related to MDR number: 3011632150-2020-00041. The patient was treated as part of the (B)(6) european post-market observational study on (B)(6) 2020. At index procedure ((B)(6) 2018), the patient presented with a restenotic occlusion of the sfa middle third to sfa distal third in the right leg treated with a 6.0 x 150mm stent and a de-novo occlusion of the proximal popliteal to distal popliteal artery in the right leg treated with 6.0 x 60mm stent. On (B)(6) 2020 at the patient's 24 month follow-up a restenosis of treated segment (target lesion) was identified. The patient had claudication pain and was subsequently treated for the restenosis which affected the sfa proximal third to sfa distal third. The restenosis was treated with drug coated balloon / drug eluting balloon and rotarex without complications. The outcome of the event is that it is resolved and the patient has recovered. The biomimics 3d devices remain implanted.